Event description:
It was also reported that the patient stated that they were ¿hurting like crazy¿ at the implant site and it was waking them up at night. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the patient observed the elective replacement indicator (eri) message. The patient stated their stimulator ¿stopped working¿ a few days prior to report. The patient stated that about 1 1/2 to two weeks prior to report they changed the battery in the patient programmer and observed the eri and/or end of service (eos) screens on the patient programmer. It was noted that the patient was a ¿bit confused¿ about the timeline for the eos or eri. The patient stated before that it was working perfectly. It was noted that it just ¿stopped working¿ a few days prior to report. It was noted that there was a loss of therapeutic effect. The patient stated that a week and a half ago their symptoms came back such as their foot ¿getting hot and cold¿ and their hips, arm and groin hurting. The patient also mentioned surgeries stating that they ¿had been cut on so much.¿ it was noted that they patient moved and as a result was no longer seeing the healthcare professional (hcp) they had been seeing. The patient was seeking a new hcp. The patient was redirected to the hcp. It was later reported that the patient needed ¿someone who would fix this thing¿ because it was ¿dead¿ and ¿had something on the remote.¿ the patient stated that they ¿needed help.¿ it was noted that about six weeks prior to report the patient observed the eri and about three weeks prior to report they observed the eos. The patient stated that they just changed the batteries. It was noted that for the ¿past month or so¿ the patient had been getting eri. The patient also stated the eos had been coming on for ¿about the last three weeks.¿ the patient stated that they were not feeling stimulation. The patient stated that they called previously and was told that ¿this thing was not working¿ and that the ¿generator means to be replaced.¿ the patient had been trying to turn it on and still could not turn it on. The patient stated that they were having a lot of problems with their arms, foot, hips and ¿everything.¿ t he patient stated that their arm was ¿going crazy¿ and their foot was burning up. The patient stated that they needed to find someone to take care of this because they were ¿going crazy.¿ the patient stated they were trying to see someone at the pain clinic. The patient stated that he had called various hcps and they were not taking more patients. The patient also stated that the hcps told the patient that they would have to go back to the original hcp to have it taken care of. It was later reported that there was no stimulation sensation. The patient stated that ¿they¿ had ¿fixed it¿ twice or three times but the patient owed the healthcare professional (hcp) money and they would not see the patient. The patient noted that someone needed to fix ¿this thing¿ because it was hurting and needed to come out. The patient stated that it had been hurting for the last seven weeks prior to (B)(6) 2014. The patient stated the ¿thing¿ told him to call the doctor and the patient ¿called everything he could¿ because ¿this thing¿ needed to be replaced. The patient stated that they had been calling places to see if it can get fixed. The patient noted that they had called ¿everybody¿ but the patient had not heard back. The patient noted that they had to pack up everything because they were having an issue with bedbugs. It was noted that ¿they got in there and no one knows where they were.¿ the patient noted that the bedbugs were everywhere. The patient stated that they were supposed to meet with the manufacturer representative (B)(6) 2014 and had not heard back. The patient clarified the date was actually (B)(6) 2014. The patient services agent spoke with the manufacturer representative and they stated that there was never an arrangement to meet and that the patient was to call the representative when they knew what time they were available to meet. The manufacturer representative would call the patient on (B)(6) 2014. The patient noted that the doctor already knew and was ¿constantly¿ changing the patient¿s pain medication. It was noted that ¿they were an advisory clinic and the doctor did something else.¿ the patient noted that there were two different statements between the ¿two places¿ and ¿they did not advise him to stop patient¿s medication filings.¿ the patient noted that the nerve pain was ¿crazy.¿ the patient noted that they were ¿so tired of this mess.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 389045, lot# j0421490v, implanted: (B)(6) 2004, product type: lead; product ID 389045, lot# j0421490v, implanted: (B)(6) 2004, product type: lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).